Event description:
My wife had the essure procedure done three years ago. She had many of the pain systems other women have complained about. In late (B)(6) of 2013, we discovered she was pregnant. The reason my wife had the procedure done was her first two children were premature and our last child she was able to carry full term but it took a toll on her body. Now finding out that she was 7 months pregnant she was not able to take care of herself properly. Doctors dismissed any chance of pregnancy, knowing she had the essure procedure done, she was treated for other possible problems and given drugs that would not be given to a pregnant woman. We went on our own and bought a home test after she started lactating, then followed up with her doctor. After she had her ultrasound done it was discovered that her placenta is sitting on her cervix. Due to this she must now be extra cautious for if she goes into labor early without proper medical personnel and equipment near by, she can bleed to death. Along with a c-section, she must now be hospitalized, for yet another birth control procedure, this time a more traditional tubal, she requires the doctors to cut her tubes and make sure that the essure springs are removed and no longer pose any health risk to her, due to the complications of the unwanted and unplanned pregnancy her life is now in danger. She is due now at the end of (B)(6), 2014, we pray that all goes well for both her and our unexpected child. We feel very lucky that the egg was not fertilized in her tubes and that my wife, even though she did many things a person does that is not pregnant, does take good care for her health and does not drink or smoke. We still worry about the baby's health and any long term damage the prescription drugs my wife is on may have. She was on cyclobenzaprine and naproxen for back problems as well.